Event description:
The reporter stated that the surgeon was advancing a three piece aspheric collamer lens model cq2015a in the cartridge and the haptic tore off. There was no patient contact.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic is torn off of the lens is stuck in the cartridge. There is clear surgical residue on the lens and on the cartridge, the cartridge has no visible damage. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.